Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the lens was observed to be torn. The lens was explanted within the original surgery session; however, no back-up lens was available at the time of the initial surgery and the patient was left aphakic. The patient required an additional surgery at a later date/time to have a back-up iol implanted. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was discarded by the healthcare facility following explant. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone toric rao610t batch 045268174 showed that all manufacturing and quality checks were conducted with successful results. All devices releases for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch 045268174. Without the ability to examine the device and without clear event details being provided it is not possible to establish the cause of lens damage during/following injection into the eye.

Event description:
On 29th august 2025, rayner received notification from its distributor in slovenia of an event that occurred during use of a rayone toric rao610t the event description provided stated that during injection the lens tore, necessitating its explantation. The patient was left aphakic as a result of the event.